Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient (gravida 1) who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). In 2013, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure during the first trimester of pregnancy. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (serious criteria medically significant and clinically significant/intervention required), device expulsion ("a coil and piece of tissue was dislodged and expelled when she urinated") and device difficult to use ("remaining right coil could not be removed"). The patient was treated with surgery (the pregnancy was terminated at a clinic). At the time of the report, the ectopic pregnancy with contraceptive device, device expulsion and device difficult to use outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, device expulsion and device difficult to use to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was satisfactory placement of both essure coils (cont). On an unknown date: pregnancy test result was positive. On an unknown date (3 months after essure insertion): hysterosalpingogram (cont.) - and full occlusion of both tubes. Company causality coment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced an ectopic pregnancy. The pregnancy was terminated. Ectopic pregnancy is anticipated in the reference safety information for essure. Pregnancies have been reported among women with essure micro-inserts in place. When a pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this particular case, it was reported that around three months after essure insertion, a hysterosalpingogram confirmed satisfactory placement of both esssure coils and full occlusion of both tubes, however, it is unclear whether ectopic pregnancy occurred before or after the confirmation test. In order to assure the safety side, company considered the event to be related to essure. Therefore, as the intervention was required, this case is regarded as incident. Additionally, non serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: devic ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 24-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced an ectopic pregnancy. The pregnancy was terminated. Ectopic pregnancy is anticipated in the reference safety information for essure. Pregnancies have been reported among women with essure micro-inserts in place. When a pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this particular case, it was reported that around three months after essure insertion, a hysterosalpingogram confirmed satisfactory placement of both esssure coils and full occlusion of both tubes, however, it is unclear whether ectopic pregnancy occurred before or after the confirmation test. In order to assure the safety side, company considered the event to be related to essure. Therefore, as the intervention was required, this case is regarded as incident. Additionally, non serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.